Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen had no numbers, jumped back and forth, was streaking up and down, and was going blank. The customer¿s blood glucose level was 293 mg/dl at the time of the incident. The pump buttons were not responding and the screen was flashing black and white. Troubleshooting was not completed. The customer also reported that they lost consciousness on (B)(6) 2018 and paramedics were dispatched. The insulin pump will be returned for analysis.